Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this patient developed an infection. A revision procedure was planned. At this time, evidence suggests this right atrial lead remains in service. No additional adverse patient effects were reported.